Manufacturer narrative:
The returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 108cm distal of the strain relief near the midshaft bond. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The shaft was torn for 25mm starting at the exit notch and extending distally. Returned with the device was an unknown sheath. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, the device was difficult to pull into the sheath, and then, it was forcibly retracted and retrieved. Upon checking after retrieval, the balloon seemed to be stretched. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the device was removed together with a 6f non-bsc sheath and the broken piece was found when the device was flushed outside the body.

Manufacturer narrative:
The returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 108cm distal of the strain relief near the midshaft bond. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The shaft was torn for 25mm starting at the exit notch and extending distally. Returned with the device was an unknown sheath. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, the device was difficult to pull into the sheath, and then, it was forcibly retracted and retrieved. Upon checking after retrieval, the balloon seemed to be stretched. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that removal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, the device was difficult to pull into the sheath, and then, it was forcibly retracted and retrieved. Upon checking after retrieval, the balloon seemed to be stretched. The procedure was completed with a different device. There were no patient complications nor injuries reported.